Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2014, the patient experienced a fracture on the rt-plus mod stem straight 14/200 non-cem. This adverse event was treated by a revision surgery on 23-jan-2024, in which the broken stem and the femoral component had been exchanged. Patient's current health status is unknown.

Manufacturer narrative:
G4 has been updated.

Manufacturer narrative:
Section h10: it was reported that, after a total knee arthroplasty surgery was performed on (B)(6) 2014, the patient experienced a fracture on the rt-plus mod stem straight 14/200 non-cem. The device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation and product specifications did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use states "fracture, breakage" of the component as a ¿potential medical device problems¿ in combination with the implantation of a knee prosthesis resulting from a knee arthroplasty. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference number: (B)(4) corrected data: e1 (physician information added), h6 (health effect - clinical code).